Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open esophagectomy procedure, there was an anastomotic leak during the seminar using a size 29 (cdh29p). The patient had a leak on the fifth day. Patient underwent a new surgery and is now in intensive care.

Manufacturer narrative:
(B)(4) additional information was requested and the following was obtained: what were the indications for surgery? Esofagectomia open was a company representative present for the case? Yes what healthcare professional fired the device and what is his/her experience with the device? The user was the head surgeon, who knows very well the cdh and has used before passing to the competitors. Is it the surgeon¿s routine to use a 29mm circular stapler for esophagectomy? Yes, pver 25mm where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unk did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? No problem at that moment what confirmation was received that the device completed the firing sequence? Yes was the green checkmark visible at the end of the firing? Yes how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? No were the donuts inspected? If so, please describe they were perfect according to the surgeon was a complete transection of the white breakaway washer visually confirmed? Info not provided was a leak test performed? If so, what was the result? Info not provided what is meant by, ¿leak during the seminar¿? Leakage of hydrochloric acid which has corroded the bronchus. Was there an intraoperative leak? - if so, how was it addressed? - how was the post-operative leak identified? - how as the leak addressed in the reoperation? Because the bronchus has been corroded by hydrochloric acid. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. What is the current status of the patient?he is now well and has been discharged, but the bronchus has been reconstructed with the pericardium in the reoperation